Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient¿s device was shocking him. This first started right after implant and then the patient went in to have it ¿adjusted out¿. The shocking happened again at the (B)(6) and the device was programmed again. About a week ago, the shocking started again. There were no falls/trauma, but the last time the shocking happened the patient was on a ladder. A certain movement of the patient¿s body would make the shocking start happening again. The patient turns the device off when the shocking starts occurring. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were stimulation/therapy issues which included overstimulation and shocking/jolting sensation. Action was not taken but was planned. On follow up, they would do reprogramming and an impedance check. There were patient symptoms or complications associated with the event which included pain, weakness, and less than 50 percent therapy relief. The overstimulation caused the patient to fall, one time off a ladder. The healthcare provider (hcp) claimed it was not related to the stimulation. The patient continued to have soreness at the battery site. The patient had low back pain that was new and was not sure if it was related to the stimulation implant. Reprogramming and impedance checks were not performed, the battery was not charged. The cause of the issue was not determined. No follow up had been done.

Event description:
Additional information received reported that things were better. There were reportedly till some jolts. The manufacturer representative made minor programming adjustments at an appointment on 2014 (B)(6). No testing was done.

Event description:
It was later reported on 03/12/2014 that no action was required. The device was reprogrammed. It was additionally reported on 03/26/2014 that no malfunctions were seen or the cause of the shocking determined. The outcome of the patient will not be known until the next follow-up appointment which has not been scheduled yet.